Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Instrument 0193-2800 broke at the welded junction.

Event description:
Instrument 0193-2800 broke at the welded junction.

Manufacturer narrative:
Evaluation summary: the welding seam at the chuck ¿ connecting the chuck with the shaft of the handle ¿ was completely broken resulting in impaired function during use in counter-clockwise direction. The cause was identified being insufficient welding during the manufacturing process. A nonconformance was raised.